Event description:
The customer reported that the 9800 sys had no image displayed on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 power supply was adjusted and the image processor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.